Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduced during the visit. However, the fse could confirm error 23072 on the universal surgical manipulator (usm) 4 when reviewing the error logs. The error indicated poor contact between the signal line inside the usm and the board. The fse attached signal line fixtures to all the usms and recalibrated the vertical axis on the usm 4 to resolve the issue. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A system log review was performed by the technical support engineer (tse). Per the review, the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that error 100 occurred due to an issue with universal surgical manipulator (usm) 4. The customer pressed the port clutch button and rebooted the system, but the issue persisted. After the system reboot, error 23072 appeared instead of error 100. The customer opted to continue with the procedure with 3 usms. The field service engineer (fse) would follow up. The procedure was continuing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system without errors. Ports were placed when the issue occurred. It was noted that the usm arms collided with each other.